Manufacturer narrative:
Upon receipt of this report (date received by the manufacturer: 09-dec-2025), we conducted follow-up activities to obtain additional information regarding the event. The suspect device had already been discarded by the user facility; therefore, a device evaluation by the manufacturer could not be performed. Within the feasible scope, we reviewed the applicable lot records/production records (DHR/manufacturing records) and verified whether any deviations or anomalies were documented in the manufacturing and inspection records for the lot in question. We also reviewed complaint history and performed a trend review for the same lot and comparable devices. Based on the above review, no information indicating a manufacturing anomaly directly related to the reported event was identified. However, because the suspect device was unavailable for evaluation, the root cause of the event (e.g., device-related and/or use environment-related factors) could not be determined. If additional information becomes available (e.g., treatment conditions, use procedure details, relevant laboratory/test data), we will assess the information and provide a follow-up report with the evaluation results, as appropriate.

Event description:
A pediatric patient (pch002; male; age 3 years 7 months; diagnosis: focal segmental glomerulosclerosis [fsgs]) received the 8th liposorber la-15 treatment on (B)(6) 2025 at (B)(6). During the treatment, the patient developed increased work of breathing (dyspnea) and was immediately admitted to the hospital. At the time of reporting, the patient remained hospitalized and the final clinical outcome had not been determined. The site indicated that an update would be provided when the outcome becomes known. No device malfunction was reported. The used product was disposed of by the hospital and was not returned for evaluation.